Event description:
Hamilton medical ag received the following event description: "device is showing tf 5507 during maintenance. "

Manufacturer narrative:
Technical fault 5507 indicates leaking / defective mixer valves. Mixer valves and sensorboard 2 were replaced.